Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2020') in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2020') in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. B53552) inserted for female sterilisation. The patient's medical history included dyspareunia, nabothian cyst, cervicitis, endometrial polyp, paratubal cyst and dysmenorrhea. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: discrepancy noted in date of removal- (B)(6) 2020, (B)(6) 2019 discrepancy noted in date of insertion- (B)(6) 2014. Insertion details-right: 3, left: 5 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: final diagnosis: uterus with right and left fallopian tubes, hysterectomy with bilateral salpingectomy: minimal to mild chronic cervicitis/endocervicitis with nabothian cysts. Disordered proliferative endometrium. Endometrial polyp (1.4 cm). Right fallopian tube: paratubal congestion. Left fallopian tube: paratubal congestion and two paratubal cysts. No evidence of malignancy, dysplasia, or hyperplasia is identified in sections examined. Most recent follow-up information incorporated above includes: on 3-mar-2021: medical records received- lot number added. Event medical device removal updated to dysmenorrhea. New reporter, lab data, medical history ,rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. B53552) inserted for female sterilisation. The patient's medical history included dyspareunia, nabothian cyst, cervicitis, endometrial polyp, paratubal cyst and dysmenorrhea. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: discrepancy noted in date of removal- (B)(6) 2020, (B)(6) 2019 discrepancy noted in date of insertion- (B)(6) 2014, (B)(6) 2014 insertion details-right: 3, left: 5. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: final diagnosis: uterus with right and left fallopian tubes, hysterectomy with bilateral salpingectomy: minimal to mild chronic cervicitis/endocervicitis with nabothian cysts. Disordered proliferative endometrium. Endometrial polyp (1.4 cm) right fallopian tube: paratubal congestion. Left fallopian tube: paratubal congestion and two paratubal cysts. No evidence of malignancy, dysplasia, or hyperplasia is identified in sections examined.. Batch no b53552 production date 2013-07-19 expiration date 2016-07-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.